Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate shock that was believed to be due to oversensing noise. No intervention or patient symptoms were reported.